Manufacturer narrative:
Repair evaluation information was received on 08/05/2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to black particles are blowing out from the device and device made noise during operation. There was no report of serious patient harm or injury. The device was returned to the manufacture service center for further evaluation. During the evaluation of the device at the manufacture service center, the device was visually inspected and found no particles in air path. The manufacture service center concludes that they couldn't confirm the customer's allegation and unit scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box h was updated in this report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to black particles are blowing out from the device and device made noise during operation. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.